Event description:
Pt was being prepared to be taken ICU to cat scan tohave a scan done. Pt was on ventilator at 85% 02. Respiratory tech to ok pt off ventilator and started to ventilate pt with manual resuscitator and portable 02 tank. 02 tubing popped off of tank. Reattachment was difficult aand came right back off. Attached to wall flow meter and popped off. Pt was the reattached to ventilator. After this resusscitator was discovdered tohave occluded 02 tubing at coupler to bag. During the above event with resuscitator pt became bradycaardic and hyposic. Aprox. 1 min after coming off ventilator. 15 hours later pt coded and expired. Attending physician believes physician canceled cat scaan. Physician believes the results of cat scan might have changed outcome.